Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Only the ligator head was returned for analysis. A visual examination of the component found five bands present and were moved out of their positions with some bands were caught under the other bands. The ligator head teeth were bent. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first two bands successfully deployed; however, the rest of the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7¿ device. Here were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.